Event description:
It was reported that in preparation for a percutaneous coronary interventional procedure, stent damage was observed. The lesion was located in the left anterior descending (lad) artery. The physician noticed the stent placement was not correct on the taxus liberte 16 x 2.50mm stent upon opening the package. The procedure was completed with another manufacturer's stent. No patient injuries or complications were reported. The patient's current condition is reported as "stable."

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found severe damage to the distal edge of the stent. The struts were stretched out along the distal section of the device. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. A review of the manufacturing documentation for this batch found no anomalies or deviations during the manufacture. The most probable root cause classification of handling damage. A complaint with a most probable root cause classification of handling damage indicates that the complaint was caused by handling of the device without patient contact either during the clinical procedure or unpacking/ preparation.